Event description:
It was reported that the patient was experiencing a loss of stimulation and was having difficulty connecting the remote control (rc) to the implantable pulse generator (ipg). It was also noted that the ipg was no longer charging beyond two bars and was not taking a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.